Event description:
It was reported that during a superion indirect decompression system implant procedure the set screw portion of the implant broke upon deployment. The broken implant was fully removed and replaced, and the procedure was successfully completed.

Event description:
It was reported that during a superion indirect decompression system implant procedure the set screw portion of the implant broke upon deployment. The broken implant was fully removed and replaced, and the procedure was successfully completed.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely separated from the implant body due to excessive force.